Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, and difficulty ambulating. It is also alleged that the patient suffers from loosening and 'popping' sensations.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 10/26/16-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note for the right hip indicated psuedotumor. A dor was provided for the left hip which indicated pain altr, and loose stem. Lab values for metal ions were provided on 4/2/2013 (before the r hip dor) and they were indicated to be high. The right hip stem is reported on (B)(4). Lab values were provided on 1/2016 (before the left hip dor) and both cobalt and chromium were indicated to be below 7ppb. One of the unk implants is being changed to the left hip stem for loosening.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other related incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records for the 2356541 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search did not find any other complaints against the remaining provided product and lot combinations. Review of the device history records and/or a complaint database search was not possible for the unknown products as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.